Event description:
Over a 6 month period, 1. Needle(s) in closed, sterile package with protective cap off. 2. Needle(s) not patent when attempted to flush. Above incidences have occurred numerous times over the last 6 months. These have occurred with different size needles and different lot numbers. Samples have also been supplied to MFR.